Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for post-lumbar laminectomy syndrome reported two weeks ago they fell on the side where the implantable neurostimulator (ins) was located, and since then they felt like their system was cracked open, and they were having pain in that area. On (B)(6) the consumer went to the emergency room where they confirmed they broke some ribs, they could hardly breathe, and the part that hurt the most was right behind the ins. It was noted the consumer had multiple x-rays.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.